Manufacturer narrative:
Further information was requested but not received

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, right ventricle (rv) lead and atrial (ra) lead exhibited noise that was oversensed by the device. Additionally, the rv lead showed a high capture threshold and low pacing impedance. As a result, both the rv and ra leads were explanted and replaced. The patient was in stable condition.